Manufacturer narrative:
A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic and right common iliac artery aneurysms and was implanted with a gore® excluder® aaa endoprosthesis. The patient's right internal iliac artery was reported to have been intentionally covered by the device, followed by coil embolization. The patient's left side was reported to be "shaggy" but not aneurysmal. The patient tolerated the procedure. On (B)(6) 2019, follow-up computed tomography (CT) showed aneurysmal disease progression within the left common iliac artery. No endoleak or loss of distal apposition was reported. On (B)(6) 2019, the patient underwent re-intervention wherein the left side was treated endovascularly and gore® excluder® iliac branch endoprosthesis were implanted to extend coverage of the left side distally. The patient tolerated the procedure.